Manufacturer narrative:
The insulin pump was received with operating currents within specification. The insulin pump passed the self-test, unexpected restart test, rewind, and displacement test. However, the insulin pump was unable to prime during the prime test and it alarmed motor error during the basic occlusion test due to a faulty force sensor resister. Excessive no delivery and the occlusion tests were not performed due to the prime anomaly. The insulin pump was received with cracked case at the display window corners, cracked belt slip, and minor scratches on the lcd window.

Event description:
Customer reported via phone call, the insulin pump continued to get no delivery while attempting to prime. Customer does not know their blood glucose level at the time of the call. Troubleshooting was performed. Customer was advised to manually push insulin through the tubing using the plunger on the reservoir, insulin exit. Customer was advised to run a manual prime and the call was disconnected. Customer then called back and proceeded with troubleshooting. Customer was attempting to fill the cannula and the numbers on the insulin pump continued to ramp up out of sequence. Unable to get out of the rewind process, it was in a loop. Unable to access the menu on the device, then was able to escape and perform self-test. During manual prime the device alarmed no delivery. Customer was advised to change everything out and device alarmed again, possible device issues. The insulin pump was returned for analysis.